Manufacturer narrative:
Investigation: our quality engineer inspected the photograph submitted for evaluation. The photo displayed a nexiva device with the grip pulled back to the point where tip shield was still attached to the adapter assembly. Visual observation of the photo revealed no damage or abnormalities that would prevent the device from decouple. Unfortunately, the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that nexiva 20 ga x 1 in single port had a disengagement issues. The following information was provided by the initial reporter: it was reported by the sales representative that there was difficulty getting the needle off of the septum.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20 ga x 1 in single port had a disengagement issues. The following information was provided by the initial reporter: it was reported by the sales representative that there was difficulty getting the needle off of the septum.